Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal insulation abrasions between the shock coils were found at 7.5-9.5cm, 15.2-16.3cm and 26.3-27.1cm from the distal tip. The etfe coatings of the rv and svc conductors were intact. External insulation abrasion proximal to the suture sleeve mark were found at 14.4-15.0cm from the connector pin consistent with lead friction to the ICD. The etfe coating of the svc conductors was intact.

Event description:
Patient presented for eri device change out. Externalized conductors were observed via fluoroscopy. Lead and ICD were explanted and replaced.